Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 479-513 mg/dl with a small amount of ketones. A correction bolus was delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous fluids (unspecified) were administered. Elevated bg/ketones were resolved. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Customer did not know cause of elevated bg. Pump system check was performed and pump was found to be functioning as intended. Reportedly, customer used humalog for 3 days versus the labeled 48 hours.